Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. After the customer changed the cartridge to address the occlusion, a malfunction alarm occurred. Customer was assisted with clearing the malfunction alarm. Customer's blood glucose was 468 mg/dl.